Event description:
Attorney reported in letter dated (B) (6) 2008: the pt has "sustained severe personal injuries as a result of a product manufactured, sold, and/or otherwise distributed by your company and/or its predecessors-in-interest." Attorney reported additional info in legal documentation: (B) (6) 2007 - pt underwent a ventral hernia repair surgical procedure, and during the course thereof, pt's physician implanted a surgical hernia repair product into her abdomen. More specifically, said mesh was the davol/c.r. Bard composix e/x mesh. As a direct result, pt suffered multiple and severe injuries, including but not limited to, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.